Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 498 mg/dl at the time of incident. Customer decline troubleshooting for high blood glucose and said that the insulin pump was working. The insulin pump will not return for the analysis.